Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
(B)(4). D10: 00620205420 shell porous with multi holes 54 mm 61289562. G2: foreign: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised two (2) years post implantation due to poor positioning of the cup and a fractured liner. The patient complained about crepitus and squeaking during movement.